Event description:
It was reported that post port deployment, x-ray revealed that the device was allegedly broken. It was further reported that catheter segment remains in the right heart. The current patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one x-port MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for catheter fracture, migration, deformation due to compressive stress and naturally worn as a complete circumferential break was noted approximately 1.9 cm from the distal end of the cath-lock and a compound split was noted just distal to the end of the cath-lock. The catheter area surrounding the split appeared worn and damaged. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2 and g5. H10: d4(expiry date: 06/2018),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in this report. (Expiry date: 06/2018)

Event description:
It was reported that post port implanted procedure, the device allegedly broken. It was further reported that x-ray revealed that the catheter segment remains in the right heart . Patient's current status was unknown.